Event description:
A female reported experiencing an eye infection while using renu rewetting drops. The pt stated she was given penicillin eye drops for her eye infection despite being allergic to penicillin. According to two physicians, in 2005, the pt presented with purulent discharged of the left eye in which she had been wearing a bandaged contact lens for several months. At the time of the visit, she was not wearing contact lenses. She was diagnosed with mrsa endophthalmitis in the left eye and an acute corneal ulcer with hypopyon and vitreal opacities. The pt was given a topical injection and fortified vancomycin and tobramycin. She was also treated with clindamycin and vigamox. The pt was treated until three months later, and experienced permanent damage which included light perception vision and choroidal hemorrhages. Neither physician attributed this event directly to a specific product.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met sterility release criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.